Event description:
Implant could not be inserted deep enough. The implant needed to be explanted.

Manufacturer narrative:
No product problem detected. The implant batch was monitored according to the established test processes and passed the final inspection before delivery. All quality records corresponded to the specifications. Dentist should have consulted instruction for use to prevent this from happen.